Manufacturer narrative:
Additional contact no. (B)(6). Getinge field service engineer (fse) end user reported "unit not pumping".iabp was exercised on a patient simulator and test iab catheter. Unable to reproduce any pumping failure. Fault journal did log several autofill failure fault codes # 57 (16 0).condensation removal procedure was performed several times. Complete pm/system check out performed with full calibration. Unit passed all functional and safety tests per factory specifications.ECG trunk cable was replaced as it was frayed. Returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit is not pumping. There was no patient harm reported.